Manufacturer narrative:
Lot #: suspect lot numbers: ur19d17047, ur19e29056, and ur19c20076. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link needle-free IV connectors would not connect to unspecified tubing. This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: the suspected lot # ur19d17047 was manufactured on april 21, 2019. H4: the suspected lot # ur19e29056 was manufactured on may 30, 2019. H4: the suspected lot # ur19c20076 was manufactured on march 21, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.